Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed no output from the concentrator. The unit was plugged in and was unable to turn on when the power button was switched. However, no sparks were observed. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states he replaced the sieve beds, and when he started the unit, it sparked and now will not turn on a all.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states he replaced the sieve beds, and when he started the unit, it sparked and now will not turn on a all.